Event description:
It was reported that there was a forced log out. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).